Event description:
A complaint was received by getinge regarding a cm320 washer-disinfector. During operation on the unit, an incident occurred in which the panel that sits above the screen/entry chamber 1 door (soiled side) detached from the unit and fell onto a staff member¿s arm. Initial inspection revealed one of the four hooks that secures the panel to the unit snapped off and appears bent. The staff member was able to complete their shift but subsequently reported the injury (graze and/or bruising and swelling), and called in sick for their next day scheduled shift.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.